Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. Device information and initial implantation details unavailable at the time of this report, this report is filed on august 05, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth at abutment site, however the issue did not resolve. The patient underwent revision surgery to remove the excess skin on (date not reported). The implanted device remains.